Event description:
A hospital in (B)(6) reported via our distributor that the inspiratory tube of an rt210 adult inspiratory heated breathing circuit "is not heating up". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is no longer expected to be returned to fisher & paykel healthcare for evaluation. Without a complaint device, we are unable to determine what caused the problem observed by the customer. Before leaving production, all breathing circuits are tested for electrical resistance, leaks and connectivity. Those that fail are rejected.

Event description:
A hospital in (B)(6) reported via our distributor that the inspiratory tube of an rt210 adult inspiratory heated breathing circuit "is not heating up". No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.